Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-01744. During an in clinic follow-up, low pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. While implanting the new rv lead, it was tested on the pacing system analyzer (psa) and the pacing impedance was within the acceptable range. However, when the new rv lead was connected to the device, low impedance was observed again. The new lead remained implanted and no additional intervention was performed to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported field event of low pacing impedance could not be reproduced in the lab. Upon receipt, the device was received in normal working condition. A visual inspection of the septum, setscrew, and contact spring did not reveal any anomaly that could contribute to the reported event. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and no anomalies were observed.